Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number n/a. Date of c-section procedure (B)(6) 2017. What tissue was the suture used on? Fascia. What medical or surgical intervention was provided to manage patient¿s condition? The patient enter a reoperation in order to close the fascia again. Was any deficiency observed with the suture before the surgery, during use on patient or any possible re-surgery? At the surgery the suture appeared torn at the middle. Was suture found broken post-op? Yes. What is the surgeon opinion as to the contributing factors to the symptoms? Was there any patient event prior to symptoms (coughing, falling, moving)? No according to the surgeon. Is actual or representative device available for evaluation? No.

Event description:
It was reported that a patient underwent a c- section on (B)(6) 2017 and a barbed suture was used to close the fascia. Post-op, the patient experienced a dehiscence of the fascia. The patient underwent a re-operation to close the fascia again. During the re-operation, it was found that the suture appeared torn in the middle. Additional information was requested.